Event description:
Patient's mother reported the display screen of the infusion device was damaged while the patient was playing basketball. Mother stated there is a black spot on the screen and the basal rate cannot be seen. Mother reported the patient is currently feeling good. No physiological effects were reported. Patient's mother did not report patient needing assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.